Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. The unit was analyzed and upon visual inspection, found the left and right power supply was dead and quad small form pluggable (qsfp) adaptor was loosed off of dual camera interface board (dcib) board which is causing the reported failure. Error 1154 current fault error the endoscopic controller power distribution (ecpd) in the ec is reporting a severe current>, <)> p4 = 720897 which means the right power supply. Error 417, one of the redundant power supplies was failing in the ec, p4 = 720897 which meant the right power supply. It was confirming the fault occurred in the field. The unit was installed and tested into a golden pca system where the component functioned as expected. The reported problem was replicated when the system is powering on with non-recoverable fault 319, which means that the node configured to be present did not respond at system start up. The probable root cause is attributed to electrical issues resulted from faulty dcib board, left and right power supplies located on the endoscope controller. This problem can be resolved by replacing the endoscope controller to complete the procedure.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report a recoverable error followed by a non-recoverable error and the arms on the robot turned red. Tse had caller power the system on, which threw 319 errors pointing to the endoscopic controller (ec). Tse had caller double check breaker on back of ec and they were on. Tse walked caller through hard power cycle of the tower but there was no change. The procedure outcome is unknown.